Event description:
Per received report: during the procedure, while the physician was trying to re-sheath the coil, ((B)(4)), it unraveled in a microcatheter (details unknown). It is unknown where exactly the coil unraveled. Both the cashmere and the microcatheter were safely retrieved as a unit, and the procedure was continued using other products (details unknown). The procedure was successfully completed and there was no patient injury reported. Prior to use, no defect (kink, bends etc) was noted on both the microcatheter and the coil by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint product is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
The product has not been received within our facility. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a splenic artery coil embolization when attempting to re-sheath the cashmere ((B)(4)) the coil unraveled in the unknown microcatheter. Both the cashmere and microcatheter were safely retried as a unit. The procedure was completed successfully with other products (details unknown) with no patient injury. The artery was mildly calcified and mildly tortuous. There were no defects (kinks, bends, etc.) Noted on either the microcatheter or coil by visual inspection prior to use. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No additional information is available. A 5mmx12cm coil was returned intact, undamaged, and still attached to the device positioning unit (dpu). The coil was not unraveled as reported. A second coil was found partially protruding outside the distal tip of a wonder 3 microcatheter. The intact and undamaged 5mmx20cm coil was removed from the microcatheter; this coil was not a codman manufactured coil. Additionally, the coil was found to have a large amount of detached debris adhering to the coil. The source of this debris cannot be determined. The returned wonder 3 microcatheter was found to have several severe compressed areas on the distal section. The circumstances and cause of this microcatheter damage cannot be determined. The most likely root cause of the cashmere coil appearing to have been unraveled was the presence of the detached second coil protruding out of the distal end of the microcatheter. When the micrus coil was removed for resheathing, the already detached second coil protruding outside the microcatheter gave the appearance that the first coil unraveled. The circumstances that led to the second non-micrus coil being detached and remaining inside the wonder 3 microcatheter cannot be determined. With review of the device history records there are no identified manufacturing issues relevant to the reported product issue. With analysis of the returned device, it was found that the cashmere coil was not stretched. Procedural handling and the presence of a nonmicrus/noncodman coil in the returned noncordis microcatheter appears to have contributed to the unconfirmed report that the coil was stretched. Therefore, no corrective actions will be taken.